Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal assembly involved was unable to be inserted. A preoperative contrast revealed no significant calcification, and the physician determined that the procedure could be performed without problems and initiated hemostasis using the angio-seal device. When the locator/insertion sheath assembly was thread over the angiographic guidewire and attempted to be inserted into the artery, the assembly was unable to be inserted due to severe calcification. Use of the device was aborted, and manual compression was applied to achieve hemostasis for 0.4 hours. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc's. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved.